Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was inserted from the left femoral artery, however, the system could not advance due to calcification in the aortic arch. The device was removed. The left ventricle wire was exchanged from a non-medtronic pre-shaped guidewire to a non-medtronic stiff wire. However, the non-medtronic stiff wire did not "match" the patient's left ventricle, therefore the wire was exchanged back to the initial non-medtronic pre-shaped guidewire style. A snare was inserted from the contralateral side for delivery. The valve was implanted successfully and the dcs was removed. After dcs removal, an occlusion was observed near the puncture site of the left femoral artery via angiography. A wire was passed through the right femoral artery and a balloon was inserted. Contrast "did not show good conditions", therefore the stent was implanted. Blood flow was confirmed in the previously occluded area. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Second paragraph d. Suspect medical device, expiration date, lot#, and UDI# h6. Patient code added; eval code method replaced the previous code submitted. Additional codes. Annex f added, removed code for additional device required; annex g replaced the previous code submitted. Continuation of d10: evolutfx-26; serial: (B)(6) (implant: (B)(6) 2023) d-evolutfx-2329; lot: 0011636516 l-evolutfx-2329; lot: 0011544589 evolutfx-26; serial: (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was inserted from the left femoral artery, however, the system could not advance due to calcification in the aortic arch. The device was removed. The left ventricle wire was exchanged from a non-medtronic pre-shaped guidewire to a non-medtronic stiff wire. However, the non-medtronic stiff wire did not "match" the patient's left ventricle, therefore the wire was exchanged back to the initial non-medtronic pre-shaped guidewire style. A snare was inserted from the contralateral side for delivery. The valve was implanted successfully and the dcs was removed. After dcs removal, an occlusion was observed near the puncture site of the left femoral artery via angiography. A wire was passed through the right femoral artery and a balloon was inserted. Contrast "did not show good conditions", therefore the stent was implanted. Blood flow was confirmed in the previously occluded area. No additional adverse patient effects were reported. Additional information was received that the minimum diameter of the access vessel was 4.8mm. Multiple non-medtronic devices were used to advance the dcs to the aortic annulus. It was noted to be difficult to advance the dcs due to calcification inthe aortic arch. The snare was used to assist with advancing the dcs. Hemostasis of the left femoral artery was performed after valve placement, but hemostasis was not achieved with one perclose device; another perclose device was added. A contrast study was performed from the right femoral artery which showed the left femoral artery was obstructed. The cause of the occlusion was unknown; however, per the physician, patient anatomy was not a factor and neither the first nor the second dcs contributed to the occlusion. It was noted that the blood flow potentially worsened with the additional perclose device. Intravenous ultrasound was used and showed the common femoral artery (cfa) had a comparatively large ¿dissection space¿. A 6.0 x 80mm non-medtronic stent was placed in cfa-superior femoral artery to prevent re-occlusion. It was confirmed that the inside of the stent was dilated with a non-medtronic balloon. Intravenous ultr asound showed the stent was expanding well. The final contrast study showed an improvement of flow.